Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a power on reset (por) screen was seen and it was reviewed that therapy stopped due to por. The por was not related to an overdischarge event. The patient was charging their ins and their stimulation shut off. They reported that they saw the dr symbol and por on the screen. They tried to reconnect on (B)(6) 2019 with the recharger and the programmer, but saw the por again. They had not been around any electromagnetic interference recently and no falls or trauma was reported. The patient reconnected with the programmer and saw the programming screen and stimulation was on. They connected with the recharger and reported the ins was charging. The issue was resolved. No further complications were reported or anticipated.